Event description:
It was reported that a cartridge alarm occurred during the load phase. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. The customer addressed their bg with a manual injection. Customer loaded a cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.